Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed as no products were returned for analysis and no log files were submitted for review. Additional information provided stated that the patient would be visiting the clinic on (B)(6) 2021 and that the most recent system controller that presented a backup battery fault alarm would then be returned for analysis, and a log file would also be submitted for review; however, no products were returned for analysis and no log files were submitted for review. An additional attempt was made to determine if any products would be returned for evaluation, and if a log file would be submitted for review; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2018. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿, covers all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous controller and backup battery replacements are addressed under MFR # 2916596-2021-01432, MFR # 2916596-2021-01428, and MFR # 2916596-2021-01427. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had multiple backup battery fault alarms since implant and the patient switched the controller each time. Backup battery faults occurred on two controllers and multiple backup batteries. The vad team replaced the backup batteries on previous clinic visits and eventually swapped the mobile power unit (mpu) when the patient relayed that the events only happened while on wall power. The alarm was not been replicated successfully in past analysis attempts in clinic. The patient had another backup battery fault alarm on (B)(6) 2021 and the controller was exchanged again. The patient had no issues with controller exchange. It was planned to possibly issue the patient a new controller upon the patient's next clinic visit. No log files were available. Event history review confirmed the patient¿s report of backup battery fault alarms in all cases. The patient was instructed to connect their previous controller to a single battery. The patient reported that screen read "charging" and less than a half hour later "charging complete". No backup battery alarms noted after this. The patient was instructed to disconnect the backup battery and use this controller as their backup until follow up in the clinic the next month. The patient was counseled to not change the controller for this alarm if the pump running light is green but to instead call a health professional and ask for engineer on call.